Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comments that the mobile programmer application became unresponsive, the application had an unstable connection with the ipg, when the patient data file was exported from the application a report from another patient was was included in the file and that after the export all the files from the follow-up session were deleted were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application became unresponsive during a leadless implantable pulse generator (ipg) follo w-up session. The application was restarted and reconnected to the patient connector. It was noted that that the application had an unstable connection with the ipg during the session and prompted the user to reposition the patient connector. It was further reported that when the patient data file was exported from the application a report from another patient was was included in the file and that after the export all the files from the follow-up session were deleted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: mc2vr01, serial# (B)(6), implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.